Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-611-4 was received for evaluation. Visual inspection revealed the impactor head (c10724-01) was not attached to the handle (c10723-01) and was missing. The pivot pin (c10726-01) remained attached and intact. Due to this, it can be reasonably assumed that the head broke and detached from the rest of the device. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during use.

Event description:
On 06/17/2022, it was reported by a sales representative via sems that a ar-611-4 tibial impactor is broken. This was discovered during an unknown time, with no patient effect reported.